Event description:
The patient reported experiencing blood glucose in 2009. She changed the infusion tubing and injected insulin via pen but her blood glucose did not decrease. She was hospitalized the same day and upon removal of the infusion site, the cannula was bent. She reconnected to the infusion device while in the hospital using a new infusion set and her blood glucose again increased. She disconnected from the infusion device and removed the infusion site and found that the cannula was bent. No further information is available. The infusion set was requested to be returned for evaluation.